Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the proximal inner set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The suj was analyzed and the reported 319 error was confirmed and replicated. In logs, the 319 error was found indicating node not present at startup, confirming the fault occurred the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto golden system where the unit triggered error 319 at start up in normal mode. The unit was then installed onto a pftp and the unit failed node check. Install a golden horizontal rolling loop and fiber optic, then retested the unit with passing results. Next, installed the original rolling loop and the unit failed node check again. Once testing was completed, the rolling loop and fiber optic was aba tested and was verified to be the source the fault. As a result of these findings failure analysis was a to conclude that the horizontal rolling loop was found to be the root cause for the reported event. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to electrical defect of the suj.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, clinical sales representative (csr) contacted isi technical service engineer (tse) and reported that they encountered repeated non-recoverable error 319 on universal surgical manipulator (usm) 3. Csr stated that they hard cycled the patient side cart (psc) and the fault returned. Site was setting up for a three usm procedure that could possibly require the fourth usm. Tse advised using a secondary psc to avoid complications mid procedure. The procedure was aborted to another dv system with no reported injury.